Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0063996. Our records show that this is the only instance of foreign matter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the photograph submitted by the facility was reviewed by our team of quality engineers, who were able to determine that the red mark observed on the device may be related to the operating personnel. During the automated manufacture of this device, rolls of extension tubing are joint using tape. This region of the tubing is marked with a pen for inspection and removal. In this case the device was not removed from the manufacturing line when the red mark was not observed.

Event description:
It was reported that a pegasus bl 22ga x 0.75in prn-cap y had foreign matter during use. The following was reported by the initial reporter: "red paint-like spots appeared on the extension tube of intima-ii 22g product, which couldn¿t be wiped off."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pegasus bl 22ga x 0.75in prn-cap y had foreign matter during use. The following was reported by the initial reporter: "red paint-like spots appeared on the extension tube of intima-ii 22g product, which couldn¿t be wiped off."